Event description:
It was reported by service report that gas dampener on the cam bracket assembly was leaking oil onto floor. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: gas dampener (cam bracket assembly).